Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to blood glucose. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified [damaged usb pins].